Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomalies. There was no issue with the ins, except that the setscrew was found to be partially turned into the connector port. There was no issue inserting a lead once the setscrew was back out of the port. Lead insertion testing showed that the insertion force was within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported an implantable neurostimulator (ins) was replaced with another ins because the lead would not go into the ins. No symptoms were reported. The issue was noted as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.